Manufacturer narrative:
The referenced prior admission due to arteriovenous malformations that required cauterization was reported under medwatch MFR # 2916596-2018-03237. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 45 days. The pump remains in use supporting the patient. No further information was provided. A supplmental report will be submitted with the manufacture investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented with melena in the setting of being on warfrin for lvad therapy (no aspirin). At the time, the inr was elevated. The patient was admitted for gastrointestinal bleeding and transfused with three (3) units of packed red blood cells (prbc's) while hospitalized. Of note, the patient has a history of arteriovenous malformations (avms) requiring cauterization during a prior admission. No additional information was provided.

Manufacturer narrative:
A direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation and the recommended inr range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.